Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted. Concomitant medical products: medical product: unknown oxford femoral component, catalog #: unknown , lot #: unknown, medical product: unknown oxford bearing catalog #: unknown, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00015, 3002806535-2020-00016. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the patient that she underwent partial knee arthroplasty on an unknown date. Subsequently, the patient was revised on an unknown date for an unknown reason.

Event description:
It was reported that the patient underwent a partial knee arthroplasty on an unknown date. Subsequently, the patient was revised on an unknown date for an unknown reason.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, g4, g7, h1, h2, h3, h5, h6, h8, h10. D11: medical product: unknown oxford bearing, catalog #: unknown, lot #: unknown medical product: unknown oxford femoral component, catalog #: unknown, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00016-1, 3002806535-2020-00015-1. As the product has not been received, the investigation was limited to the information provided. We have not been provided with x-rays or any supporting documentation which could provide additional information. The item number and lot number identification necessary to review manufacturing history and the complaint history was not provided. Without the opportunity to examine the complaint product and without adequate information received regarding the event, root cause could not be determined and therefore risk could not be assessed against occurrence or any new previously unidentified risk. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : unknown location of the device